Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2013; (B)(4) lead, implanted: (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.